Event description:
Health care professional reported the patient was experiencing increased spasticity. Patient was taken to surgery for a pump replacement and a catheter revision. The health care professional assumes everything has been alright as there have been no calls to the office. The patient is scheduled to follow up with patient's hometown health care professional in june.